Event description:
It was reported that a male (B)(6) patient underwent an atrioventricular nodal reentrant tachycardia procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block av third degree which required a permanent pacemaker implantation. The patient¿s medical history is unknown. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is not a product related event, difficult anatomy and physician approach. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since lot #: 17075149m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto 3 rmt system, us catalog #: fg560000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). (B)(4).